Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 20sep2018 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. This report is associated with 1819470-2018-00160 since there is more than one device implicated evaluation summary: a male patient reported that the mechanism inside his humapen savvio device responsible for pushing the red rubber part to administer insulin was stuck inside the pen, subsequently not administering insulin. The patient experienced diabetic ketoacidosis. Investigation of the returned device (batch 1403v01, manufactured march 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient also reported the insulin cartridge in use in the device was broken. The cartridge (batch c815599a, manufactured august 2017) was not returned for investigation. A complaint history review for the batch did not identify any atypical findings with regard to broken or cracked cartridges. There is no evidence of improper use and storage.

Event description:
Lilly case ID: za201808008210 this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and ethnicity. Medical history included type I diabetes. Historical drugs included insulin lispro kwikpen. Concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections, (humalog) cartridge through a reusable humapen savvio (red) device, beginning in jul-2018; dosage regimen, route, and indication for use were not provided. On (B)(6) 2018, after starting insulin lispro treatment, the mechanism inside the pen responsible for pushing the red rubber part to administer insulin according to the dialed dosage, was stuck inside the pen, subsequently not administering insulin and his blood sugar levels were at 21 mmol/l. He was able to rectify his blood sugar level within two hours after insulin dosage correction. On (B)(6) 2018, he again tested his blood sugar and two different measuring apparatus showed high readings (no values provided). He inspected his two humapen savvio and this had similar faults (devices not working), cartridges were cracked (B)(4). Lot c815599a) (B)(4). Lot 1703v02) (B)(4). Lot 1403v01). He also felt lethargic and had to take a nap, began to feel stress, disoriented, agitated and panicked as of the high sugar. He was taken to the hospital, where it was tried to bring down and stabilize his blood sugar but kept on presenting two plus ketones in urine and was transferred to high care ward. He was treated for diabetic ketoacidosis (dka) for three nights in hospital. Information regarding corrective treatment was not reported. Outcome of the first blood sugar event was resolved and it was not reported for remaining events. Insulin lispro treatment status was not reported. The user of the humapen savvio red devices was the patient and his training status was not provided. The humapen savvio red model duration of use along with the suspect device age for the devices was about one month. The suspect humapen savvio red devices associated with (B)(4). Were returned to the manufacturer on 21aug2018. The reporting consumer related the events to insulin lispro and his two humapen savvio red devices. Update 28-aug-2018: additional information received on 16-aug-2018 from the affiliate. Added two new suspect humapen savvio (red) devices and processed pcs accordingly. Narrative and fields were updated accordingly. Update 28aug2018: additional information received on 22aug2018 from global product complaint database. Reiterated suspect humapen savvio device (red), already present and correct in case. Changed the lot number form 1703v04 to 1703v02 for (B)(4). Relating to the humapen savvio device (red). Updated device return status to returned to manufacturer and added date returned to manufacturer for the suspect humapen savvio devices associated with (B)(4). Corresponding fields and narrative updated accordingly. Upon review, the suspect device age field was addressed. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 13-sep-2018: upon review of information received on 22-aug-2018, the gender of the patient was updated to male. Updated the narrative with correct information. No other changes were made to case. Update 20sep2018: additional information received on 20sep2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information and malfunction from unknown to no. Added date of manufacturer for (B)(4). Association with lot 1703v02 and (B)(4). Associated with 1403v01 both of humapen savvio (red) devices. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00160 since there is more than one device implicated

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of unknown age and ethnicity. Medical history included type I diabetes. Historical drugs included insulin lispro kwikpen. Concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections, (humalog) cartridge through a reusable humapen savvio (red) device, beginning in (B)(6) 2018; dosage regimen, route of indication and indication for use were not provided. On (B)(6) 2018, after starting insulin lispro treatment, the mechanism inside the pen responsible for pushing the red rubber part to administer insulin according to the dialed dosage, was stuck inside the pen, subsequently not administering insulin and her blood sugar levels were at 21 mmol/l. She was able to rectify her blood sugar level within two hours after insulin dosage correction. On (B)(6) 2018, she again tested her blood sugar and two different measuring apparatus showed high readings (no values provided). She inspected her two humapen savvio and this had similar faults (devices not working), cartridges were cracked ((B)(4)/lot c815599a) ((B)(4)/lot 1703v02) ((B)(4)/lot 1403v01). She also felt lethargic and had to take a nap, began to feel stress, disoriented, agitated and panicked as of the high sugar. She was taken to the hospital, where it was tried to bring down and stabilize her blood sugar but kept on presenting two plus ketones in urine and was transferred to high care ward. She was treated for diabetic ketoacidosis (dka) for three nights in hospital. Information regarding corrective treatment was not reported. Outcome of the first blood sugar event was resolved and it was not reported for remaining events. Insulin lispro treatment status was not reported. The user of the humapen savvio red devices was the patient and her training status was not provided. The humapen savvio red model duration of use along with the suspect device age for the devices was about one month. The suspect humapen savvio red devices associated with (B)(4) were returned to the manufacturer on 21aug2018. The reporting consumer related the events to insulin lispro and her two humapen savvio red devices. Update 28-aug-2018: additional information received on 16-aug-2018 from the affiliate. Added two new suspect humapen savvio (red) devices and processed pcs accordingly. Narrative and fields were updated accordingly. Update 28aug2018: additional information received on 22aug2018 from global product complaint database. Reiterated suspect humapen savvio device (red), already present and correct in case. Changed the lot number form 1703v04 to 1703v02 for (B)(4) relating to the humapen savvio device (red). Updated device return status to returned to manufacturer and added date returned to manufacturer for the suspect humapen savvio devices associated with (B)(4). Corresponding fields and narrative updated accordingly. Upon review, the suspect device age field was addressed. Edit 04sep2018: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.